Event description:
It was reported that during a breast biopsy procedure, the tip sheared off into the patient's breast after deploying the marker. The tip remains in the patient. There are no patient consequences at this time. Additional information was received from the sales representative regarding the event: the user stated that he did remove the marker alone instead of removing the marker and probe as one single unit, so he is aware this is potentially why the tip sheared. There were no consequences to the patient, but it has not yet been decided by the patient if she is going to have the tip removed surgically. Her biopsy was negative, so if it is removed it will have to be placed as the sole reason for the procedure. The user will advise if the patient moves forward with having it taken out surgically.

Manufacturer narrative:
A biocompatibility letter was sent as requested by the user. Investigation summary: the device was not returned for inspection and evaluation; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed use, we have developed a comprehensive risk management file associated with our mammomark product portfolio. The most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Investigation summary: tip shear has been identified as a potential risk whenever the applicator tube is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator tube creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide clear contraindication language and instruction within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Instruction #10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement.